Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received.

Event description:
It was reported, "defective powerglide device. Device insertion was easy and smooth. After removal of the needle and main pg housing, the needle shield and guidewire were not present on the removed main device that you would normally expect to see. Nurse is experienced pg placer. Initial fear was that the guidewire may have been left in patient somehow. X-ray was ordered and no guidewire foreign object was found. Doctor ordered the powerglide to be removed and replaced with a new one, which the nurse did successfully. Assumption is that the device was likely defective and did not include the needleshield and guidewire before the insertion began." No other information was provided.